Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leaking from the filter could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation- it has not been received.

Event description:
The event occurred on an unknown date in the nicu (neonatal intensive care unit) unit involving two primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch from the same lot number where the customer stated that they found both devices to be leaking from the filter. There was patient involvement and no patient harm/ injury.